Event description:
The customer contacted philips to order an ac power module. The customer later confirmed an ac power module failure. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.